Event description:
The customer advised, "we observed a very significant increase in the presence of micro-clots". The customer advised they investigated phlebotomy and other pre-analytical issues. The customer advised tubes were filled to the mark in proper order of draw, and inverted according to IFU. The customer advised samples were not recollected in a citrated tube, as their testing requires edta anticoagulant. The customer advised they did not observe issues in citrated tubes when they were collected from the same patient.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4). Received 2 sealed racks and 35pcs of 454209/b2405345 for evaluation.we have no remaining inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive content. All tubes were visually inspected, and no deviations were noted. Additive content was found to be within specification in all tested samples. The alleged malfunction could not be confirmed. Correction/additional data: h3: samples received; h6: added health effect, component code, type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.